Event description:
Spontaneous. Patient reported pump suddenly started making ticking sound. Patient stated that she was able to finish infusion. Patient requested new pump. No missed dose or adverse event reported. Pump available for return. No further information. Indication: common variable immunodeficiency, unspecified; nonfamilial hypogammaglobulinemia. Reported to cvs/caremark by pt/caregiver.